Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose ranged from not being impacted to 300's mg/dl. The pump supplies were changed multiple times. A pump system check was performed using the current supplies and no device issue was identified. Tandem technical support educated the customer on how to load the pump; however, the customer did not think that this was the cause of the occlusions. A new cartridge was successfully loaded.